Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported that no adverse events were noted during the procedure and the patient was treated successfully. However, customer service identified that the product used was expired. The inventory in consignment for the hospital was not checked. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (implanted expired product).